Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3 55029, lot# n0028596, implanted: 2006 (B)(6); product type accessory product ID 377860, lot# v011051, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection in 2012. The infection was able to be treated with putting patches on the area and there was no impact to therapy. No additional information was noted. If additional information is received, a follow-up report will be sent.